Manufacturer narrative:
(B)(4). The ventilator was evaluated and customer was not able to duplicate the alleged malfunction. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a power on self-test (post) failure. Patient involvement information was not provided by the customer.